Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed deep in the aortic position resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) with a 30 mm balloon was performed which improved the pvl to mild on angiogram and mild-moderate on echocardiogram. Based on the echocardiogram findings, a second valve was successfully implanted 5-6 mm higher and no pvl was seen on the echocardiogram. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.